Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the heart block remains unknown.

Event description:
During an atrioventricular nodal re-entrant tachycardia procedure, first degree heart block occurred with no intervention needed. Pr elongation was noted while abating at 30 watt. After a waiting phase, the pr shortened and the patient returned to sinus rhythm with no consequences.